Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)\heavy bleeding") in an adult female patient who had essure (batch no. 627283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and chronic cervicitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches,") and menstrual disorder ("bad periods"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) with unilateral salpingectomy). At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine and menstrual disorder outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: 15jul2011- total hysterectomy (uterus and cervix removed) hysterectomy with unilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 08-jun-2009: results of essure confirmation test- total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-may-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)\heavy bleeding') in an adult female patient who had essure (batch no. 627283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and chronic cervicitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches,") and menstrual disorder ("bad periods"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) hysterectomy with unilateral salpingectomy). At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine and menstrual disorder had resolved. The reporter considered genital haemorrhage, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2011- total hysterectomy (uterus and cervix removed) hysterectomy with unilateral salpingectomy . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results of essure confirmation test- total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received. Event outcome were updated to recovered. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)\heavy bleeding") in an adult female patient who had essure (batch no. 627283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and chronic cervicitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches,") and menstrual disorder ("bad periods"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) hysterectomy with unilateral salpingectomy). At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine and menstrual disorder outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011- total hysterectomy (uterus and cervix removed) hysterectomy with unilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results of essure confirmation test- total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs and mr received : reporter added. Aka name added, patient demographic added, lot number added, product indication and essure removal and insertion date added, case become valid. Event injury nos is replaced with abnormal bleeding (vaginal, menorrhagia), migraines / headaches,, abnormal bleeding(general) and bad periods. Medical history added. Lab data added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report and other non-conformances data; should any new and reportable provided in a supplementary report.